Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. One day after onset, the patient was treated with an unspecified intraperitoneal antibiotic (dose and frequency not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.